Event description:
The customer reported the system's table displayed several error code message. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The leg extension connection was verified. The nodes were erased and reloaded along with the calibration files. The system was then found to be operating as intended.